Event description:
A report was received that the pt's lead was protruding from the incision site, caused from the staples/strip removal located on her neck. The physician re-sutured the lead back into place. The pt was prescribed prophylactic antibiotics, though there was no infection to be seen. On (B)(6) 2011, the pt reported that her lead popped out of her skin located on her right side of the neck. The physician revised the lead by implanting it deeper in the skin. The tp is reportedly doing well following the procedure.